Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system unexpectedly exited the application.

Manufacturer narrative:
The data logs were reviewed by a manufacturer representative. The data logs provided no additional insight as to the cause of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.